Manufacturer narrative:
Device 5 of 7. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested to clarify the complaint description against the photographs provided by the complainant but, to date no information has been received. (B)(4).

Event description:
It was reported ¿dirty packaging.¿ the product was not used. Photographs depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Batch record review lot 9l01731 was manufactured on 11/14/2019 in the bodolay line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 07/28/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187955 sap material ID 1704768 and manufacturing order 1505843. The batch record review supports that there were no discrepancies related to the issue reported. Additional information was requested to clarify the complaint description against the photographs provided by the complainant but, to date no information has been received. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based in the analysis phase conclusions. Method: unclear steps to perform online rework: an opportunity was found since there is not a standardized method for the segregation and/or rework of the blisters after having a failure or breakdown on the cartoner machine. Wrong placement of blisters (method). During the indexation process of blisters from the primary packaging to secondary packaging, not all blisters are not organized into the counter pockets. It is a manual process. This issue causes that the blisters do not enter on the mku¿s, creating defects such as torn or crushed or dirty package. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.